Event description:
A pediatric patient with ehlers danlos syndrome had undergone previous surgery on the aortic valve. This included an aortic valve repair and a valve sparing rib replacement. This required reoperation approximately two months later for recurrent aortic insufficiency at which time a 23 mm bovine pericardial mitroflow valve was placed in the aortic position. Since that time he has done well; however, he was documented as having a 35 mm gradient across the valve approximately three months ago and was recently reechoed and documented 100 mm gradient across the valve and was referred back to hospital. Findings: the mitroflow valve has minimal nodular calcifications though the leaflets are extremely stiff and leather-like. There is absolutely no movement to the leaflets. The valve was excised in its entirety.